Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it has not been returned to date. The device will be evaluated upon arrival. The root cause of this incident cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that while positioning the embolization coil, it prematurely detached partially within the catheter. An attempt was made to retrieve the coil unsuccessfully. The coil migrated to a distal branch and was retrieved using a gooseneck snare successfully. On (B)(6) 2013 - the pt was not reported to suffer any harm or complications. Patient info - pt identifier, age, sex and weight are not available.